Manufacturer narrative:
D4 & h4: serial number, UDI and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , they wanted to know how to build equivalencies for antibiotic vials. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d4, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing from cerner to pyxis. Technical support specialist configured equivalencies on the server by accessing the pharmacy formulary and using the appropriate permissions. Suggested equivalencies were reviewed and approved based on system rules. All items met the required criteria, including matching pis, generic name, dosage form, and unit compatibility. The configuration ensured accurate and valid medication substitutions. It was confirmed that the issue was related to an interface message problem between pyxis and cerner. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, for some medications orders were not cross from cerner to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.